Event description:
It was reported that the balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and non calcified subclavian vein. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the device was used within the standard air pressure range, yet the balloon still burst. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b: product code - dqy.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 3mm distal of the proximal markerband. The rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 10.0mm x 40mm x 75cm athletics balloon catheter was advanced for dilatation. During the procedure, the device was used within the standard air pressure range, yet the balloon still burst. The procedure was completed with another of the same device. There were no patient complications reported.